Event description:
Per the clinic, the patient experienced persistent headaches, pain, and fullness in the ear with device use. Subsequently, the patient was treated with steroid (specific type, date and duration not reported). An integrity test is planned but had not taken place at the time of this report. The implanted device remains.